Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The displacement test could not be performed due to this damage. The insulin pump was also received with a cracked reservoir tube lip, cracked display window and a scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display during normal device use. The caller did not know the blood glucose reading. The caller noted that the insulin pump had been bumped or dropped. There were still missing segments when the self test was performed. Advised replacement of the insulin pump. Nothing further reported.